Event description:
It was reported that prior to an aortic valve replacement repair procedure, pre-close placement of the sutures was achieved in the left common femoral artery using perclose proglide devices. Reportedly, after achieving hemostasis with the two proglide sutures, the patient developed diminished distal pulses of the limb. The patient was taken for emergent exploratory surgery where it was found that the puncture site was too high and a ligament on top of the artery was inadvertently sutured causing a stenosis of the vessel. A surgical cutdown of the vessel was performed, the suture was cut, which resolved the stenosis and provided good blood flow. The access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The reported information states that the preclose technique was used to place the sutures prior to a procedure, and after achieving hemostasis with the sutures the patient developed diminished distal pulses of the limb. The suture stitching the ligament on top of the artery causing stenosis of the vessel as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions, and incorrect operator deployment technique. During the manufacturing process, the perclose proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. It was reported that a femoral angiogram was taken which showed no calcification, no vessel tortuosity, and no scarring was present at the groin/access site; therefore, no reported patient anatomical condition influence. The patient was taken for emergent exploratory surgery where it was found that the puncture site was too high and a ligament on top of the artery was inadvertently sutured causing stenosis of the vessel. The instructions for use state under warning: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Based on the reported information and the inspection criteria, the most likely cause for the reported suture stitching the ligament on top of the artery causing stenosis of the vessel and associated patient effects is incorrect operator technique. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint database for this lot revealed no other incidents with reported scratched, torn, and unraveled suture knot. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). Incorrect anatomy - reportedly, during emergent exploratory surgery it was found that the puncture site was too high and a ligament on top of the artery was inadvertently sutured causing a stenosis of the vessel. The instructions for use state under warning: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks.